Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not delivering insulin. The customer received no delivery alarms and then the insulin pump would power out. The customer's blood glucose was 188 mg/dl. The customer stated that the battery was in the insulin pump for twelve hours before the insulin powered off. The customer also mentioned that the insulin pump would state there was no insulin in the reservoir when there was still a little. Troubleshooting was done. The customer stated the cannula was bent. Advised to change the entire infusion set. Nothing further reported.